Event description:
Reported by the complaint as follows: cuff cannot leak out the gas and cannot be taken out. Unable to deflate. It was noted in the complaint that this occurred prior to use. This case was deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event, because medical intervention and sometimes surgical intervention is required to prevent serious injury.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2011.